Event description:
It was reported that the during procedure, the fiber broke in the physician hands before using the fiber, the fiber was replaced and the procedure was completed. There were no patient complications reported.